Event description:
During the procedure the stent embolized. The product was not retrieved.

Manufacturer narrative:
Attempts have been made to obtain add'l info for this event. If add'l info becomes available, it will be submitted within 30 days of receipt. During a stenting procedure, the 2.5x18mm cypher stent is reported to have embolized and was not retrieved. Add'l pt, vessel and procedural specific details have been requested, but have not been forthcoming. Inspection of the stent delivery system did not reveal any damage to the device. The balloon appeared partially inflated and microscopic examination revealed bumping and crimping marks that are suggestive of adequate stent crimping. Reveiw of mfg records for lot a0606087 were reviewed and revealed no patterns or events that may have caused or contributed to the stent embolization. Based on the limited clinical info, it is not possible to determine what factors might have contributed to the event. However, there is no evidence to suggest that this event is mfg related. The exact cause of the failure could not be determined. Actions have been taken to address dislodgement issues on cypher products. Evaluation summary: a non sterile cypher sds rx was received coiled. The stent was not returned. The balloon looked partially inflated. During microscopic examination bumping and crimping marks of the stent were observed.